Manufacturer narrative:
It was reported that the sample port "came fully out of the foley catheter. After putting it back in, it was noted to be loose and easily would come out of the plastic tubing. So I removed it and replaced it again with a new temp foley.I tried to use the sample port, it came fully out of the foley catheter. After putting it back in, it was noted to be loose and easily would come out of the plastic tubing. So I removed it and replaced it again with a new temp foley". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sample port became dislodged.